Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a robotic laparoscopic lobectomy procedure. The stapling device was being used for the resection of the lobe. The stapler was able to fire. The event lead to or extended the patient's hospitalization time. The patient returned for reoperation. The patient had lobar "pleuropneumopathy" on fistula. There was a small fistula. There was large dorsal muscle flap coverage. The patient died.